Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the emergency room, upon interrogation no capture issue was observed on the rv lead. Threshold values for capture were intermittent. A chest x-ray was performed and the lead was in the same place. Lead was explanted and a new lead was implanted. A new system was implanted on the other side due to the original site having occlusion. Patient was stable.